Manufacturer narrative:
(B)(4): no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported high blood glucose levels due to continued use.

Event description:
It was reported that the patient was hospitalized with large ketones and dehydration on (B)(6) 2011. The morning of (B)(6) 2011 the patient reportedly began vomiting and the patient saw the doctor. The patient's blood glucose levels were reportedly in the 100mg/dl range but the patient was reportedly dehydrated and had large ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.